Event description:
It was reported that a piece of the ureteral catheter was found inside the patient six days after the catheter procedure when the patient experienced nausea and vomiting due to her ileus history. Via fluoroscopy in the emergency room in 2007 to diagnose symptoms from the ileus, the doctor observed a piece of the catheter remaining in the patient. There were no symptoms or complications from the catheter. The doctor performed a cystoscopy exam the following day to remove the catheter piece, but was unable to remove it. The patient voided a small piece of the catheter. The patient was sent to an urologist for removal of the catheter piece. The urologist was successful in removing the catheter piece. The patient is doing fine.

Manufacturer narrative:
No sample or lot number were provided for evaluation. This product is inspected 100% for product integrity and length during manufacturing, and inspected at a sample size by incoming quality control for the following parameters: lumen ID, tip dimensions, stylet extension, tip straightness, eye condition, print & markings, eye location, tip shape and shaft identity. The polyurethane tubing is inspected at incoming quality control. The following parameters are inspected at a sample size: length, ID, od, tensile & elongation, and certificate of compliance/packaging. The actual lot number of the subject product was not provided. However, some of the lot # from the hospital's inventory showed outdated product on their shelves with one lot number dating back to 1978. Baseline report previously provided.